Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the pump is unresponsive to touch on top matrix row, causing the customer to be unable to request and deliver bolus insulin. The customer can't interact with back or done in bolus screen. Troubleshooting with tandem technical support was performed. The customer's blood glucose (bg) was 160 mg/dl. Customer reverted to insulin injections for alternate insulin therapy.